Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with fluid loss, the pump not cycling, and a broken tubing between right cylinder and pump. A surgical procedure was performed, during which all components were removed and replaced. No patient complications were reported.